Event description:
During the surgery, when they opened the outer tyvek, the inner tyvek was peeled away together with the outer tyvek.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.